Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to clinic for follow-up. Upon interrogation, the atrial lead exhibited intermittent sensing. Other electrical measurements were normal. During the lead revision procedure, the lead exhibited low impedance. The lead was capped and replaced. The patient tolerated the procedure well and would be followed normally.